Manufacturer narrative:
Concomitant medical devices: 407652, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered an alert for high impedance. Approximately a week later the rv lead triggered an alert for high pace/sense impedance values, a high number of short v-v intervals and high rate non-sustained episodes. It was also reported that the rv lead exhibited noise and varying impedance. The patient experienced palpitations. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.